Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3-4x daily and his results are "around 11 mmol/l." The patient manages his diabetes with glibenclamide pills, metformin pills and "litrograde." The alleged issue began on the evening of (B)(6) 2014. The patient reported obtaining a blood glucose result of "24 mmol/l" with the subject meter. About 3-4 minutes after, the patient claimed he felt symptoms of dizziness, shaking, anxiety and nervous which he associated with high blood glucose. The patient took a metformin tablet (500 mg) as treatment and reportedly felt better about 10-20 minutes later. After taking the metformin pill, the patient retested with another meter and obtained a blood glucose result of "10 mmol/l." At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing fell outside of specifications. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter results. However, the complaint is being reported due to the failing control solution test result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.